Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. B3. The date received by manufacturer has been used for this field. This MDR captures unknown event dates. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3354905. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva single port leakage at tubing. The following information was provided by the initial reporter: enfield is having an issue with this IV set leaking at the end of the tubing. Are we able to get replacements with a different lot? No patient impact detailed from customer. 6 different IV sets. It was different occurrences. I do not know the exact dates, but multiple days.